Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the implantation procedure performed on (B)(6) 2019, the subject lead was fixed in the patient¿s ventricular septum. However, the physician decided to reposition the lead because of a high ventricular capture threshold. The physician manipulated the lead to release the helix, but the distal end of the lead could not be removed from the cardiac muscle. The lead was then pulled strongly and extracted from the patient¿s body. The tissues that adhered to the lead were removed from the lead tip. The helix of the lead was apparently stretched. The subject lead was thus replaced and returned for analysis.

Event description:
Reportedly, during the implantation procedure performed on (B)(6) 2019, the subject lead was fixed in the patient¿s ventricular septum. However, the physician decided to reposition the lead because of a high ventricular capture threshold. The physician manipulated the lead to release the helix, but the distal end of the lead could not be removed from the cardiac muscle. The lead was then pulled strongly and extracted from the patient¿s body. The tissues that adhered to the lead were removed from the lead tip. The helix of the lead was apparently stretched. The subject lead was thus replaced and returned for analysis.